Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: patient was diagnosed in (B)(6) 2013 with ischemic heart disease and had angina pectoris episodes. On (B)(6) 2013,. The patient underwent a coronary artery bypass with graft procedure and was closed with 3 wires and 4 zipfix. On the fifth postoperative day the patient had a severe cough and felt a pain. X-ray of the thorax revealed that the four zipfix had broken but the three wires placed in the manubrium were not broken or torn through. Patient was returned to the operating room on (B)(6) 2013 for removal of zipfix and revision to 13 unknown wires. It was further reported that the patient was again returned to the operating room on (B)(6) 2013 as the 13 wires had broken and some had torn through the sternum. Patient is currently in vacuum-assisted closure (vac) treatment with open, unstable sternum. This report is 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Approximately 5 days postoperative. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development event evaluation was performed and the findings are as follows: the cause why the locking feature within the locking head of "device 2" is missing cannot be identified by product development. Device 2 however weakened the construct overall and it can be said that together with the serve cough attack by the patient and the potential osteoporotic bone or induced transfers fracture to the sternum of the patient the construct relied on two zipfix devices and one wire in the manubrium. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Placeholder.